Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. Accuracy testing was completed using panels which mimic patient samples using an inhouse retained reagent kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent lot 50478ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The following data was provided (patient is male, cut off is 34 ng/l): sid (B)(6). (B)(6) 2023 initial result 28.31 ng/l, repeated 21.33 ng/l, 34.99 ng/l, 21.23 ng/l. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The following data was provided (patient is male, cut off is 34 ng/l): sid (B)(6), (B)(6) 2023, initial result 28.31 ng/l, repeated 21.33 ng/l, 34.99 ng/l, 21.23 ng/l. No impact to patient management was reported.